Event description:
It was reported a patient presented in clinic where a remote transmission showed aborted charging due to occasional under-sensing. Redetection occurred quickly and an high voltage (hv) shock was delivered appropriately. No changes were reported. The patient was stable.